Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of communication issues between the heartmate ii system controller and the system monitor was not confirmed as no product was returned. The submitted log file was reviewed and contained data from 03may2026 to 06may2026 per timestamp. The data captured did not indicate any issues with the system controller that would have contributed to the reported event. The account submitted additional photos for review. The photos containing the controller captured the controller and controller power cables as physically unremarkable. The provided information indicated the controller was exchanged during an incision and drainage procedure due to the communication not working with the monitor. Multiple attempts were made to obtain additional information regarding the controller serial number, the resolution of the communication issues, and if any product would be returned; however, no additional information has been provided and to date, the controller has not been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU, heartmate ii patient handbook, are currently available. Section 2 of the IFU, entitled ¿system operations¿, instructs the user not to twist, kink, or bend any cables to prevent damaging them. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provide instructions on how to identify and troubleshooting power cable disconnect alarms. Section 4 of the IFU, entitled ¿heartmate touch communication system¿, gives instruction on how to connect to the heartmate touch and how to use the heartmate touch. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records could not be reviewed due to the serial number of the heartmate ii system controller not being reported. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller was exchanged during an incision and drainage (I&d) procedure, as the communication was not working with the monitor.